Event description:
Additional information was received indicating the right ventricular (rv) lead was repositioned to resolve the event. The patient was stable.

Event description:
During a remote follow up, oversensing, decreased sensing, and high defibrillation impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement was observed. A lead revision is anticipated but has not yet been performed. The patient was stable.